Event description:
Customer reported his sensor readings were way off. He stated, he woke up to with sensor reading 143 mg/dl and blood glucose was 300-400mg/dl. Then later at 4:13pm his sensor read 223 mg/dl and blood glucose was 540 mg/dl. Troubleshooting for high blood glucose was 476 mg/dl. Symptoms were thirsty, tired, and rundown. Customer has a transplanted kidney. The drive support cap appeared to be normal. Customer disconnected at quick release. No air bubbles or leaks noted on the device. Settings were correct. High pressure test was performed and device passed. Customer was advised to do a complete set changed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.